Event description:
It was reported that a foreign body was found inside sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: sticky blue substance inside sterile package the failure identified in the investigation is consistent with the complaint record. The probable root cause could be cyclohexanone rubbing the activation button during manufacturing process.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a foreign body was found inside sterile packaging.